Event description:
Programming history was received on (B)(6) 2012 and reviewed. In the programming history multiple magnet swipes, occurring during an office visit, were identified for three patients. It is currently unknown if accidental magnet swipes are occurring due to improper magnet swipe technique or the presence of other magnets at the patient's appointment.

Event description:
It was reported by the physician that she was having an issue with her programming system. The physician reported that the programming system would record multiple magnet swipes per line, when the magnet was only being swiped once. The physician reported that this occurred with every patient that she interrogated, indicating that for every patient, it shows 3 swipes for same date and time when only one is performed. Attempts for additional information and programming history are underway.

Event description:
Additional follow up with the site was performed and it was confirmed that the physician was inadvertently swiping the magnet across the generator multiple times; hence the recording of multiple magnet swipes. No device failure is suspected.